Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿ h3 other text : device not returned.

Event description:
It was reported that customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer administered a manual injection of insulin to address high bg. The customer addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.